Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt treatment without incident. The dialyzer was resued 6 times. Estimated blood of 250cc reported. No pt injury and no medical intervention was required.